Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was at work at a health care office, when their bg (blood glucose) values reached 394 mg/dl. Patient started vomiting and so drank fluids. Patient bolused for 16 units with the pod and a injection of 6 units of insulin. Patient was treated at her work place with a IV and they tested her urine for ketones. No further details. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).

Manufacturer narrative:
The device had the cannula assembly fully deployed. Investigation results did not observe any issues that would result in a failure to deliver insulin.